Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting, it was found out that the dissector tip was burnt after cauterizing. No consequence or impact to patient, product was changed out, procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. (B)(4). The returned sample was visually inspected upon receipt, and was noted to contain a burnt mark visible on both sides of the v-cutter mechanism. No other anomalies were noted. Additional information was reviewed, it was noted that the unit was used with an olympus generator and the settings used were 20/20. A retention unit from the same product code and lot number was obtained. No visual anomalies noted. Additionally, the unit was tested for electrical continuity, and it was within specifications for the electrical testing. The burn was most likely due to customer technique coupled with the device being used with generator settings that are outside of the recommended range. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 02, 2018. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up